Manufacturer narrative:
"During the investigation of a not-mailed-in capsule which performed in october,2021, the sales found this patient had passed away not sure when. He also mentioned that they didn't seem to believe that it was capsule related. Per frm-0089 capsule incident questionnaire the customer provided, the imaging taken on (B)(6) 2021 confirmed the capsule had passed and was not retained. It is believed that the patient excreted the capsule naturally but was unable to retrieve it."

Event description:
During the investigation of a not-mailed-in capsule which performed in october,2021, the sales found this patient had passed away not sure when. He also mentioned that they didn't seem to believe that it was capsule related. Per frm-0089 capsule incident questionnaire the customer provided, the imaging taken on (B)(6) 2021 confirmed the capsule had passed and was not retained. It is believed that the patient excreted the capsule naturally but was unable to retrieve it.